Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.